Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected low battery or bad battery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads.

Event description:
Customer reported every time he puts a fresh battery in her insulin pump, the device either does not register the battery or it alerts low battery. Customer has received several replacement battery caps, but the issue persists. Customer's blood glucose is 145 mg/dl. Customer uses rayovan batteries. The alarm history shows multiple low battery and bad battery alerts. Customer cleaned the contacts, but this did not resolve the issue. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).